Manufacturer narrative:
Unit repaired by independent repair center. Per irs received 10/2/2015: reason for repair is unit alarms not functional. The key failure is a short circuited power switch.

Event description:
Dealer is stating that unit has no audible alarm. (B)(4) 2015 per independent repair center irs received. 10/2/2015: reason for repair is unit alarms not functional. The key failure is a short circuited power switch.

Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
Dealer is stating that unit has no audible alarm.